Manufacturer narrative:
Product analysis? Received for analysis was one 7f sherpa balanced guide catheter sb7jl40sh, lot# 0009539885, coil wrapped with original packaging. As received the catheter was clean, no blood, no kinks in the shaft or segment curve area. The proximal side hole was damaged. The segment material was damaged on both sides of the sidehole. The distal side hole was not damaged. Sharp edges are visible around the edge of the sidehole. It does not appear that there is any missing material around the proximal sidehole. If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was intended to be used during a procedure. No damage noted to packaging. It is reported that the side hole section of the device was fractured while passing through an introducer sheath. It was stated that no portion of the device detached. It was noted that the catheter's curve section was very quickly damaged when manipulating (bending-straightening) the catheter. The device was not used in the patient. The catheter was removed from the outer box and hung up.